Event description:
Customer reported that the needle hub broke during use.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unopened representative sample from lot 71f19j2271 for evaluation. Visual examination of the kit did not reveal any defects or anomalies. The needle hub was not cracked and appeared as expected. The representative kit was opened and the ars and introducer needle were used to aspirate and purge water. No leaks were detected. The customer report of a damaged needle hub could not be confirmed by complaint investigation of the returned representative sample. No problem was found with the introducer needle. A device history record review was performed with no relevant findings. The root cause could not be determined based on the representative kit returned and without the actual sample to evaluate. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
Customer reported that the needle hub broke during use.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported that the needle hub broke during use.